Event description:
It was reported via repair work order that the foot end jack was stuck up because the release rod and swivel were missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.